Event description:
Information was received from health care professional via manufacturing representative regarding a patient undergoing posterior lumbar interbody fusion for lumbar canal stenosis. It was reported that the screw driver tip was fractured. No specified procedure delay happened due to this event. No instrument debris left inside the patient body. There were no patient symptoms reported. There were no further complications reported/anticipated regarding the event.

Manufacturer narrative:
The lot associated with reported setscrew is unknown. As per the additional information received, the relevant lot is one among the following: h5731349, h5731125, h5652584, h5727641, h5731123. Country of event - italy. Radiographic image review lateral x-ray l3-l4 posterior fusion interbody graft appears small for space. One of the setscrews is dislocated from tulip in the soft tissue. Intra-op view of procedure. One of the rod is not through both screw heads. Ap view shows small interbody graft and displaced setscrew. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.